Event description:
Who: the doctor contacted ulab regarding the possible allergic reaction. What: office called and said their patient was given their aligners this month and is reporting swelling and irritation of the tongue and throat. When: (B)(6) 2025. Where: aligners were in the patient's possession at the time of the possible allergic reaction. The office asked if we could send the msds for the material. Why; no RMA. One piece was rejected for a hole on (B)(6) 2024. Final qa03 inspection done by #195 on (B)(6) 2024. Per discussion in the complaint meeting on 3/4/2025, requested more information from the doctor, such as known allergies, did the patient seek medical attention, did the symptoms stop once they discontinued use of the aligners? No response from the doctor. Conclusion: as we did not receive further information, this reaction may be due to other external factors/common allergens that were introduced coincidentally at the same time as the placement of the aligners, such as pollens, dustmites, pet allergens, biologic products, insect venoms. The cause of the possible allergic reaction is undetermined. The doctor provided the symptoms the patient displayed but no further information. The product was not returned. Ulab systems reported this possible allergic reaction as an MDR through out webtrader production account on 3/13/2025.

Manufacturer narrative:
Who: the doctor contacted ulab regarding the possible allergic reaction. What: office called and said their patient was given their aligners this month and is reporting swelling and irritation of the tongue and throat. When: (B)(6) 2025. Where: aligners were in the patient's possession at the time of the possible allergic reaction. The office asked if we could send the msds for the material. Why; no RMA. One piece was rejected for a hole on (B)(6) 2024. Final qa03 inspection done by #195 on (B)(6) 2024. Per discussion in the complaint meeting on 3/4/2025, requested more information from the doctor, such as known allergies, did the patient seek medical attention, did the symptoms stop once they discontinued use of the aligners? No response from the doctor. Conclusion: as we did not receive further information, this reaction may be due to other external factors/common allergens that were introduced coincidentally at the same time as the placement of the aligners, such as pollens, dustmites, pet allergens, biologic products, insect venoms. The cause of the possible allergic reaction is undetermined. The doctor provided the symptoms the patient displayed but no further information. The product was not returned. Ulab systems reported this possible allergic reaction as an MDR through out webtrader production account on 3/13/2025.